Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.